Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a sertera breast biopsy procedure on (B)(6) 2026, the device failed to obtain a sample and upon removal from the patient, the needle was bent. It is reported that the procedure was successfully completed with another device and no patient harm was reported. No further information is currently available.